Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: could not see well. A patient reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 212 mg/dl. The result on the hospital meter was unknown. The time difference between patient's meter and hosptial meter was unknown. Treatment was insulin. No further info has been reported.